Event description:
The customer's family member reported insulin squirting out of the insulin pump during prime after inserting a new reservoir. The drive support cap was reported as being loose from the insulin pump. The significant event leading up to the drive support cap damage was the customer dropping the insulin pump. The customer's blood glucose value was 213 mg/dl. It was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump alarm during the basic occlusion test due to protruded and or loose drive support disk. No unexpected external flash error alarm noted. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.